Manufacturer narrative:
Device received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty forced sensor reading (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high and low blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 600 mg/dl at time of incident and current blood glucose level was 133 mg/dl. The customer was treated in the emergency room. The customer was wearing the pump at the time of hospitalization. The insulin pump will not be returned for analysis.